Manufacturer narrative:
Additional information b5: medtronic received information that during use, this autolog iq instrument had a problem during centrifugation with loss of blood, as it was sent directly to the waste bag. The instrument was used to complete the procedure. Medtronic received additional information that there was blood loss of around 100cc due to the issue, but a transfusion was not required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this autolog iq instrument had a problem during centrifugation with loss of blood sent directly to the waste bag. The use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Device evaluation summary: the reported problem during centrifugation with loss of blood, as it was sent directly to the waste bag was verified during service. Service technician could not duplicate the issue but observed level sense gain was out of specification. The issue was resolved by adjusting the level sense gain. Preventative maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.